Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, while in use for insertion hole closure, at the forth firing in anastomosis, the jaws closed but the firing knob did not advance. Re-clamping was tried several times and the jaws closed but the firing could not be performed. A new product was used and the firing was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples and the interlock was set with no knife blade damage. Functional testing was performed which included loading the single use loading unit (sulu) into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.